Event description:
Allegedly, patient was revised due to: elevated cobalt and chromium metal ion levels; acetabular loosening and pseudotumor; metal on metal bearing hip related problems: - left.

Manufacturer narrative:
This is the same event as 3010536692-2015-01371, -01373.